Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced and the sensors were adjusted. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9900 system had a low ma error during a case. The 9900 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.